Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2018, the patient was awake in the operating room received a lumbar spinal catheter placement. It was stated there was a guide wire in the catheter, and after the final position of the catheter, the wire was withdrawn. There was a lot of resistance, and the wire tip punctured multiple holes in the catheter which required a second lumbar puncture for a second catheter placement.